Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed: the helical blade coupling screw (part number: 357.377, lot number: 4831256, mfg date: 11may2005) was received with the following complaint description: ¿while a surgeon was using a helical blade inserter with coupling screw, the back of the coupling screw (knob) broke off during a right trochanteric fixation nail (tfn) procedure on (B)(6) 2016. The broken piece of the coupling screw (knob) was retrieved. The coupling screw became stuck inside the inserter along with the helical blade. There was a reported 20 minute delay¿. The complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The following devices were also returned: one helical blade inserter (part number: 357.372, lot number: 4711845, mfg date: 30jan2004) one 11.0mm ti helical blade 120mm-sterile (part number: 456.309s, mfg date: 6472824). Based on the complaint description and visual inspection of the returned devices, it was determined that both of the devices did not contribute to the complaint condition of the broken coupling screw; therefore no additional investigation is required. A service evaluation of the helical blade inserter found the alignment nut to be broken, however the failure mode is not related to the complaint condition of broken coupling screw. No service history was able to be reviewed as the device is batch/lot controlled. A device history review was performed for the returned instrument's lot numbers and no mrrs, ncrs for complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The complaint condition of broken is confirmed; the proximal knurled head has sheared off the shaft of the device. Replication of the complaint condition is not applicable as the instrument is already broken. The balance of the returned device is in fairly worn condition with several markings from hammer strikes on the proximal knurled head. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A root cause could not be determined as the circumstances at the time of the event are unknown. It is likely that over ten years of consistent use and possible off angle hammer strikes has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacture date: september 17, 2010. Expiration date: august 01, 2019. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 120mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while a surgeon was using a helical blade inserter with coupling screw, the back of the coupling screw (knob) broke off during a right trochanteric fixation nail (tfn) procedure on (B)(6) 2016. The broken piece of the coupling screw (knob) was retrieved. The coupling screw became stuck inside the inserter along with the helical blade. There was a reported twenty (20) minute delay. Another device was on hand to complete the procedure successfully with no patient harm. Concomitant device reported: trochanteric fixation nail (part unknown, lot unknown, quantity 1). This is report 2 of 3 for (B)(4).